Manufacturer narrative:
It was reported the device began alarming for "fan failure". Additional information was received that the device was brought close to MRI. The tesla spy of the hamilton-mr1 indicates with green, yellow and red light when the device is brought too close to the MRI device. If these indicators are disregarded, there can be consequences on the performance of the device. There was no report of patient involvement; harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Local service engineer identified the fan as the defective component. Replacement of this part resolved the issue. The issue was corrected successfully, and the device was returned to the customer. The case is considered closed.

Event description:
The hamilton-mr1 ventilator device alerted for ¿fan failure¿. There is no patient involvement. The device log files are provided. The device logfiles shown several technical faults. Even though there was no patient involvement at the time of the reported event, it cannot be excluded that the potential malfunction (if confirmed) would not contribute to death or serious injury if the malfunction (again if confirmed as a user error is not excluded) were to recur. Potentially it is not clear if the user was placing prior to the reported event the ventilator to close to the MRI device which would conduct to the reported issue. Investigation is therefore needed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: replaced the fan (msp161855) and the fan failure issue was solved.